Event description:
Severe redness and burning sensation in eyes after wearing new biofinity toric coopervision contact lenses. Dates of use: (B)(6) 2012. Diagnosis or reason for use: corrective lenses. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.